Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer treated their blood glucose levels with a bolus. The customer was advised that the insulin pump will need to be replaced. The customer did not troubleshoot and did not send the product back for analysis.